Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: infection, rupture.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as surgical impact opening, shell thickness within specification. Infection: unable to observe, since it is not related to the device. Additional observations: observed, stress marks on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare provider reported, a right side rupture. The device has been explanted.